Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use for the planned (non-emergency) coronary procedure which could be completed with a delay as the system regained functionality after turning off and on. A philips field service engineer (fse) went onsite and evaluated the system. During the visit, the problem was not reproduced. However, the fse identified an error in communication with the host pc. The log file analysis further revealed the issue with the "network control switch of the host pc." To resolve the issue, the fse replaced the ethernet switch, and the system was returned to use in good working order.

Event description:
It has been reported to philips that the allura system would not produce fluoroscopy. The issue was found during clinical use, which delayed the procedure. No harm has been reported to philips. Philips has started an investigation of this complaint.